Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the reported error from the error logs and reproduced the error by running qc. Fse found the sample nozzle leaking. Fse resolved the problem by replacing the sample nozzle. Adjustments to the main arm nozzle was performed. Analyzer was validated by running qc; qc run completed without any errors and results were within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4) there were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 3: flags states the following: sc: indicates that vacuum pressure exceeded abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. Check for lumps or clots. If found, use centrifuge to remove and reschedule assay operation. The most probable cause of the reported event was due to failure of the sample nozzle.

Event description:
A customer reported getting error flag "sc sample clogging" on the aia-2000 analyzer. The customer stated they started to see a decline in sample results after the sc flag. The customer then ran quality control (qc), multiple assays now reporting out of range low results. The customer attempted to clean the sample nozzle, but that did not resolve the issue. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.